Manufacturer narrative:
(B)(4). Batch # r57543. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indication for surgery? Left upper lung tumor. Where on the staple line was the alleged missing staples? Unknown. Why does the surgeon believe there were missing staples? Because no staples on the surgical area. Was this the first firing of device? No, the 3rd one. What was the approximate width of the compressed vessel? Unknown. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No, on the middle of jaw. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. What was the named vessel and placement within jaws? Pulmonary artery. What is the current patient status? Stable and left from hospital

Event description:
It was reported that there were missing staples. During the endoscopic lobectomy, when severing the artery, after fired, noted some staples missing. The patient lost blood, surgery changed to open, used suture to sew the vessel and stop bleeding. The surgery delayed about 1.5 hours. The patient is stable and in the hospital now.